Manufacturer narrative:
The returned test strips were tested using glycolyzed blood. The vial integrity testing of the returned test strip vials passed. All testing with the returned strips produced acceptable results and no strip defects were observed.

Manufacturer narrative:
Quality controls were performed on the meter and passed. The meter and strips were requested for return. More than 12 strips were returned in two vials of strip lot 670210. The strip vial, desiccant, and vial cap were inspected and were acceptable in appearance. No obvious reagent discoloration. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation is ongoing.

Event description:
There was an allegation of questionable glucose results from the accu-chek inform ii meter serial number (B)(4). At 9:00 am, the result from the laboratory was 66 mg/dl. At 9:37 am, the result from the meter was 176 mg/dl. At 9:41 am, the result from the meter was 179 mg/dl. At 9:50 am, the result from the laboratory was 64 mg/dl.